Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the surgical procedure? Were any difficulties experienced with device intraoperatively that could have caused lesion? Does the surgeon believe that the lesion was caused or contributed by stapler? Are any photos available of lesion? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon informed me that he had to reoperate a patient who was presenting intense pain in her abdomen, the surgery was performed successfully, the dr. Told me that she had a lesion approximately 1cm below the staple line. It was not clear if it was the product of the reloading due to a tear in the positioning or for another reason. A second stomach cut was made, removing this lesion and leaving a good seal.